Manufacturer narrative:
(B)(4). Device evaluation: returned for evaluation was a 40cc 8.0fr iab. A picture of an x-ray was returned with the catheter. No blood was noted on or within the device. No kinks, damage, or abnormalities were noted. The bladder thickness was measured at various locations and was within specification. The one-way valve was tested and passed. A vacuum was pulled on the one-way valve and it held for at least 1 minute and then 30 seconds five separate times. The iab was submerged in water and leak tested. A leak was immediately noticeable from bladder membrane. Under microscopic inspection, two cuts consistent with contact from a sharp object were noted approximately 23.0cm from the distal tip. No abrasions were noted. A lab-inventory spring wire guide (swg) was inserted through the distal tip of the catheter. Resistance was met approximately 12.5cm from the distal tip. The swg could not advance; no blood or debris exited with the swg. The swg was inserted through the luer end of the catheter. Resistance was met approximately 7.5cm from the luer end of the catheter. The swg was not able to advance; no blood or debris exited with the swg. The central lumen was able to be aspirated and flushed. Upon further inspection, a kink was found approximately 12.5cm from the distal tip under microscopic inspection. A device history record review was conducted for the lot number/serial number with no relevant findings. The device passed all manufacturing specifications prior to release. Conclusion: the reported complaint of leak suspected is confirmed. Two cuts consistent with contact from a sharp object were noted on the bladder membrane. No abrasions were noted. The root cause of the damage is undetermined.

Event description:
It was reported that while in the intensive care unit the intra-aortic balloon (iab) was prepped and inserted via the patient's right femoral artery sheathless. After the iab was inserted the clinician proceeded to perform pci (percutaneous coronary intervention) and at this time the clinician found that the iab did not "work normally." The iab was removed and the balloon was found ruptured. The patient received another iab using the same insertion site (right femoral artery). There was a <30 minutes delay / interruption in intra-aortic balloon pump (iabp) therapy. According to the report there were no pump alarms and no pump strips generated. The patient outcome is listed as stable.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that while in the intensive care unit the intra-aortic balloon (iab) was prepped and inserted via the patient's right femoral artery sheathless. After the iab was inserted the clinician proceeded to perform pci (percutaneous coronary intervention) and at this time the clinician found that the iab did not "work normally." The iab was removed and the balloon was found ruptured. The patient received another iab using the same insertion site (right femoral artery). There was a <30 minutes delay / interruption in intra-aortic balloon pump (iabp) therapy. According to the report there were no pump alarms and no pump strips generated. The patient outcome is listed as stable.